Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away. It was reported that post a pulse field ablation procedure, the patient experienced apparent stroke-like symptoms after waking from anesthesia in the holding area. The patient was subsequently taken to interventional radiology (ir) for revascularization and admitted to the intensive care unit. Despite the intervention, the patient continued to suffer from global dysphasia and stroke-like symptoms. The patient then underwent hemorrhagic conversion and experienced a seizure. Three days later do not resuscitate (dnr) orders were put in place for the patient and the patient then passed away.